Manufacturer narrative:
Concomitant product: product ID: 3777q60, lot# va07vdf015, implanted: (B)(6) 2013, product type: lead. (B)(4). Refer to manufacturing report number 6000153-2015-00501 for report of other lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient did not have a clinically undesirable experience. Electrode 14 had impedance greater than 10,000 ohms. The outcome was ongoing with no further actions planned. No actions were taken as an intervention. Diagnostic methods included device interrogation which showed electrode 14 out of range. The etiology was noted as related to the lead. The etiology was noted as not applicable to the device or therapy and not related to the implant procedure. No signs or symptoms were reported. Relevant medical history included: spinal pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. The high impedance on the electrode resolved on (B)(6) 2014 without any intervention. The lead remains inside the patient. Diagnostic methods included device interrogation which showed that electrode 14 was out of range on (B)(6) 2014. The etiology was noted as due to the leads. The etiology was noted as not applicable to the device or therapy and not related to the implant. The patient reported on (B)(6) that they were receiving adequate therapy.